Event description:
It was reported that an acute increase in left ventricular (lv) threshold occurred in all pacing vectors. Due to limited choices for lv lead repositioning the lead was explanted. During the revision procedure the patient experienced phrenic nerve stimulation due to the placement of the new lead. The lead was repositioned and remains in use. There were no further reported patient complications reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies found however, blood/body fluid was observed on the proximal and distal conductors. The outer insulation was melted and breached cut. Apparent explant damage was noted.